Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and found sensor missing. Customer returned only needle. Unable to confirm complaint.

Event description:
The customer's wife reported via phone call that the insulin pump went into threshold suspend. Customer's blood glucose level was 230 mg/dl but his sensor glucose reading was 43 mg/dl. His sensor and blood glucose level difference was not within an acceptable range. The customer was advised that the device would be replaced and agreed to return the product for analysis.